Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) - congenital defect/deformity. Unintended movement. The results of this investigation confirmed the aso met all functional and dimensional specifications when analyzed at sjm. A review of the device history record confirmed the aso meet all visual, dimensional, and functional specifications at the time it was manufactured, prior to shipment. There was no evidence to suggest there was an intrinsic defect in the aso, and the cause for the embolization remains unknown.

Event description:
A 12 mm amplatzer septal occluder (aso) was placed in one of the smaller fenestrations of a patient with multiple fenestrations. Following release from the delivery cable the aso embolized to the aorta where it was percutaneously retrieved with a snare. There was no impact to the patient. The patient was referred for surgery to close the multiple fenestrations.